Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. The product code listed and the PMA# are based on the predicate device (xience v stent system) that is determined to be same and similar to the delivery system of this device. The other 2.5x28 device referenced is being filed under a separate manufacturing report number.

Event description:
It was reported that the procedure was to treat a heavily tortuous, moderately calcified, de novo lesion in the distal circumflex artery. Using a femoral access site, pre-dilatation was performed with a nc 2.5x12 mm balloon catheter at 12 atmospheres. A 2.5x28 mm device tried to cross the lesion; however, it would not cross due to the patient's anatomy. After removing the device an attempt was made using a buddy wire to provide extra support. A new 2.5x28 mm device tried to cross the lesion but again, this was not successful due to the patient's anatomy. A xience v 2.5x28 mm was able to cross the lesion and was deployed at 10 atmospheres. This was able to achieve a good end result. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided. The returned device analysis revealed proximal seal separations (both devices).

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. The outer member was confirmed to be separated at the proximal balloon seal. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.